Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-aug-2025. Investigation summary: bd received 550 samples for investigation. Out of these, 30 samples were visually inspected for damages, and all passed without any failures. Additionally, 10 samples were visually inspected for brittleness, and none of these samples failed. Furthermore 30 retained samples were visually inspected for damages and all passed. Lastly another 10 retained samples were visually inspected for brittleness, with no failures reported. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited cracks observed during collection or after centrifuging sample. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited cracks observed during collection or after centrifuging sample. There was no health impact or consequences reported.